Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found that the focus is not working. Based on the results of the investigation, the most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head would not focus. The reported malfunction occurred during preparation for a laparoscopic cholecystectomy procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.